Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump squirted out insulin during the manual prime. The insulin pump was not bumped or dropped or exposed to water. The drive support cap was not damaged. The customer was not attached to the insulin pump during the prime. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement test. However, the pump alarmed during the basic occlusion test due to a slightly loose drive support disk. The pump also had a missing end cap sticker, minor scratches on the lcd window, and cracked battery tube threads.